Event description:
The customer reported being hospitalized due to ketones, diabetes ketoacidosis, and high blood glucose over 600 mg/dl, and she was treated with the insulin pump. The customer was experiencing thirst and frequent urination. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. Instructed the customer to change the infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.